Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedures of an anterior colporrhaphy and cystoscopy during mesh implantation. The patient underwent excision of mesh on (B)(6) 2010 due to extrusion and pain. The patient underwent removal of mesh on (B)(6) 2011 and (B)(6) 2011 due to mesh extrusion, erosion, pain and bowel issues. (B)(4).